Event description:
(B)(4). It was reported that myocardial infarction and restenosis occurred. In (B)(6) 2010, the subject presented with chest pain and was diagnosed with non q-wave, non st segment elevation myocardial infarction. Cardiac catheterization was recommended. The subject was referred for percutaneous coronary intervention (pci). The lesion #1 was a de novo lesion located in distal right coronary artery (rca) with pre-existing thrombus, 99% stenosis and was 22 mm long with a reference vessel diameter of 3.0 mm. The lesion was treated with aspiration thrombectomy, pre-dilatation, and placement of a 3.00 x 24 mm taxus liberté stent. Following post dilatation, residual stenosis was 0%. Two days later, the subject was discharged on aspirin and prasugrel. In (B)(6) 2014, the subject presented with chest pain radiating to the back, jaw and left arm, associated with shortness of breath and diaphoresis. ECG revealed non-specific st-segment elevation. Troponin value was found to be elevated and myocardial infarction occurred. At the time of event, the subject was not on dual antiplatelet therapy. Per edc, aspirin was last taken on an unknown date in (B)(6) 2013; the study drug per protocol was last taken on an unknown date in december 2012, and ¿other¿ antiplatelet medication was never taken during the study.the distal rca was treated with placement of a 2.25 x 32 mm promus drug eluting stent, resulting in 0% residual stenosis. The mid rca was treated with placement of 2.50 x 32 mm promus drug eluting stent, resulting in 0% residual stenosis. The non-target first diagonal was treated with placement of a 3.00 x 16 mm promus drug eluting stent. Two days post procedure, the event was considered resolved without residual effects and the subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).